Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac defibrillator (ICD) that exhibited unspecified over-sensing and unspecified pacing problem. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The report event of pacing problem was not confirmed. The report event of oversensing was confirmed. Technical service engineer (tse) reviewed the egms and determined the cause of oversensing was due to premature ventricular contraction (pvc). The device was above eri upon received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.